Manufacturer narrative:
It is reported the "an "autotract" blood collection device - and experienced issues pulling blood through the line, and upon flushing the device, there was a leak between the line and the hub - causing air into the line coming from, and going to the patient." There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
It is reported the "an "autotract" blood collection device - and experienced issues pulling blood through the line, and upon flushing the device, there was a leak between the line and the hub - causing air into the line coming from, and going to the patient."